Manufacturer narrative:
Per a good faith effort response received, it was confirmed that error code 1104 (backup alarm failed) occurred during device startup. A diagnostic report was not available. Following replacement of the central processing unit (cpu) board and reprogramming of the option codes, the ventilator successfully passed performance specification testing as verified in accordance with the philips service manual and was returned to service. The defective cpu board was not returned to respironics for further investigation and was disposed of. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint regarding a v60 ventilator reporting error code 1104 ¿ backup alarm failed. The cpu control board had been replaced, and the customer requested assistance reloading software option codes and the serial number. No patient involvement or impact was reported. The customer, with support from a remote service engineer (rse), evaluated the device and confirmed the issue. The replacement cpu printed circuit board assembly (pcba) requires reprogramming of the option codes, serial number, and operating hours. Guidance and option codes were provided to the customer via email, who will complete the reprogramming and testing.